Event description:
The customer states that one pt sample generated an initial axsym cmv igg assay result of 0.0 au/ml. The result was questioned and the sample was retested two days later and generated a result of 197.5 au/ml. Controls have been within specifications on all runs. The customer states that there have been no instrument or other assay issues. There is no impact to pt management reported.